Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and one suture piece that pertains to product code y936h were received for evaluation. In order to evaluate the conditions of the returned sample, marks on the body and the edge needle that appears to be by a surgical instrument could be observed. Also, it was observed suture remnant into the needle hole. In addition, the suture end was cut possibly caused by a surgical instrument. The suture piece was examined and one of the extreme crimping marks was observed near the swage area the opposite side of the suture was noted to be cut possibly caused by a surgical instrument of the suture. A functional test was not performed, due to the needle was received detached from the suture. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The patient was being sutured and the suture let go from the needle inside the patient. It was removed and a new suture was used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No adverse consequences. Was there any additional medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? Product removed; suturing continued with new needle. Was the needle retrieved during the same procedure? Yes. Were x-rays taken to locate the needle? Not needed. What measures were taken to retrieve the needle? Surgeon able to remove. Was there any additional tissue damage as a result of searching for the needle? No. What is the surgeon's opinion of consequences to the patient? No impact. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.